Manufacturer narrative:
Although requested, pt info was not provided.

Event description:
Reportedly, during pt use, there was a high and low fio2 alarm. Calibration of the sensor did not resolve the issue. The pt was not bagged but transferred to another ventilator. There were no reported adverse pt effects.